Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and suture detachment were confirmed. The reported difficulty deploying and removing the plunger were unable to be confirmed based on the returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient calcification due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a prostyle device using the pre-close technique via a 6f and 7f sheath prior to a fenestrated endovascular aneurysm repair (fevar) interventional procedure. Reportedly, the plunger of the first prostyle device felt hard to push and was harder to pull the suture. When the plunger was pulled, the suture broke. On removal of the device no suture was seen on the needles. The sutures of two new prostyle devices were successfully pre-placed in the rcfa. Two other prostyle devices were used successfully pre-placed in the left common femoral artery. The sheath was upsized to an 18f and the fevar procedure was completed. Hemostasis was achieved with the successfully pre-placed prostyle sutures at each access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.